Event description:
A starclose se device was listed in a device usage report. There was no procedure details provided. There was no indication that a device malfunction or patient harm occurred, or that the device failed to achieve hemostasis. However, the lot number indicates the device was used after expiration. No additional information was provided.

Manufacturer narrative:
(B)(4). It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. It should be noted that the starclose instructions for use, indicates the "use by" symbol which is the next to the expiration date. In this case, it is unknown if the use after expiration contributed to the reported event. Without the device returned for analysis or a specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.